Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a technician was splashed with a blood. Blood was being transferred from a syringe to a blood culture bottle using this device. The needle broke off where the needle is connected to the plastic. It caused blood to splash in the tech's face.